Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use. The root cause was determined to be a defective water chamber. The breathing circuit set (incl. Water chamber) was replaced to solve the issue. There was no patient or user harm. Regarding the "leaky chamber" cases, ecom-2665 has been initiated and completed to develop and implement the required improvements.

Event description:
P/n: 260161- h-bc8022 breathg.set 15pc, (75 box) mentioned hamilton h900 breathing circuit was received from hamilton, and we have delivered it to the moh customer, they have reported that found leaked from the humidifier water chamber, and it cant be used. The batch details. Batch number: 1900040268 qy: 8.00 (expiry date: 10.06.2026) batch number: 1900040268 qy: 4.00 (expiry date: 10.06.2026) batch number: 1900040267 qy: 8.00 (expiry date: 10.06.2026) batch number: 1900040267 qy: 4.00 (expiry date: 10.06.2026) batch number: 1900040199 qy: 4.00 (expiry date: 09.06.2026) batch number: 1900040266 qy: 4.00 (expiry date: 10.06.2026) batch number: 1900040199 qy: 8.00 (expiry date: 09.06.2026) batch number: 1900040266 qy: 8.00 (expiry date: 10.06.2026) batch number: 1900040269 qy: 4.00 (expiry date: 10.06.2026) batch number: 1900040269 qy: 8.00 (expiry date: 10.06.2026) batch number: 1900040197 qy: 1.00 (expiry date: 09.06.2026) batch number: 1900040198 qy: 4.00 (expiry date: 09.06.2026) batch number: 1900040328 qy: 1.00 (expiry date: 09.06.2026) batch number: 1900040198 qy: 8.00 (expiry date: 09.06.2026) batch number: 1900040197 qy: 1.00 (expiry date: 09.06.2026).